Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after an emergency procedure, the hospital routinely used the 7f exoseal vascular closure device (vcd) for puncture-site closure. After standardized operation, after observing that pulsatile blood flow was significantly reduced, the system was slowly withdrawn until it was completely removed from the body, but the indicator window never changed color. Therefore, the plug release button was not pressed. Hemostasis was successfully achieved using manual compression, and no additional adverse effects occurred. There was no reported injury to the patient. The device was stored, inspected, handled, and prepared according to the instructions for use (IFU). A retrograde approach was used, and angiography confirmed femoral artery suitability, including correct sheath insertion angle. A non-cordis 8f sheath introducer was used. The vessel diameter was verified to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excess force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath engaged and locked with the indicator wire cowling, and a click was heard, with pulsatile blood flow observed in the bleed-back indicator. However, the indicator window did not change color during retraction. The device will be returned for evaluation.

Event description:
As reported, after an emergency procedure, the hospital routinely used the 7f exoseal vascular closure device (vcd) for puncture-site closure. After standardized operation, after observing that pulsatile blood flow was significantly reduced, the system was slowly withdrawn until it was completely removed from the body, but the indicator window never changed color. Therefore, the plug release button was not pressed. Hemostasis was successfully achieved using manual compression, and no additional adverse effects occurred. There was no reported injury to the patient. The device was stored, inspected, handled, and prepared according to the instructions for use (IFU). A retrograde approach was used, and angiography confirmed femoral artery suitability, including correct sheath insertion angle. A non-cordis 8f sheath introducer was used. The vessel diameter was verified to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excess force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath engaged and locked with the indicator wire cowling, and a click was heard, with pulsatile blood flow observed in the bleed-back indicator. However, the indicator window did not change color during retraction. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after an emergency procedure, the hospital routinely used the 7f exoseal vascular closure device (vcd) for puncture-site closure. After standardized operation, after observing that pulsatile blood flow was significantly reduced, the system was slowly withdrawn until it was completely removed from the body, but the indicator window never changed color. Therefore, the plug release button was not pressed. Hemostasis was successfully achieved using manual compression, and no additional adverse effects occurred. There was no reported injury to the patient. The device was stored, inspected, handled, and prepared according to the instructions for use (IFU). A retrograde approach was used, and angiography confirmed femoral artery suitability, including correct sheath insertion angle. A non-cordis 8f sheath introducer was used. The vessel diameter was verified to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excess force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath engaged and locked with the indicator wire cowling, and a click was heard, with pulsatile blood flow observed in the bleed-back indicator. However, the indicator window did not change color during retraction. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as when the guard was attempted to be locked, the swollen condition of the plug and the presence of dry blood did not permit deployment of the indicator wire, therefore the sequential steps of the deployment mechanism activation could not be followed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ could not be evaluated through analysis of the returned device as the plug was swollen with dried blood. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the available information and product analysis, user-related factors (use error) may have contributed to the reported issue of no change to indicator window. The device was received with the cowling guard not depressed, the indicator wire not deployed, and the plug of the device swollen with dried blood, which impeded testing of the deployment mechanism. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer. Furthermore, if the device was used in the condition in which it was received (with the indicator wire not deployed), the indicator window would not transition, and the deployment button would not be able to be depressed. The device is designed such that, upon retraction, the deployed indicator wire abuts the arteriotomy site, triggering the indicator window to transition to black/black and allows the user to depress the deployment lever and release the plug. Without indicator wire deployment, the window would not transition, and the deployment lever would not depress unless excessive force was applied. Additionally, it was reported that an 8f sheath was used with a 7f exoseal which may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the IFU, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿